Event description:
Senseonics was made aware of hyperglycemia incidents where the system did not provide alert to the user due to alledged sensor inaccuracies. Patient did not provide any specific example nor date and time of the event. Patient mentioned that the sg readings were under 180 mg/dl when the bg meter readings showed values around 320 mg/dl. The high alert threshold set by the user was at 180 mg/dl. Patient did not have any symptoms and did not require any medical attention. She had decided to use another cgm system because of this experience.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Patient mentioned that sometimes the bg values was showing values around 320 mg/dl while the sg values were below180 mg/dl. The values were unable to be located in the data management system (dms) as no date or time was given. Date and time of the event was defaulted to date and time the complaint was received. User did not provide any further information. As a result, the complaint could not be confirmed and no further investigation was possible.